Manufacturer narrative:
The events under complaints ((B)(4)) are a continuation of the same complication resistant to medical/surgical interventions, are within a short time frame, and no product has been exchanged. This device has been previously reported under (B)(4), and the report is being processed as a duplicate of this event.

Event description:
It was reported that the patient underwent an initial left orif, lateral ligament repair, and radial head replacement performed on an unknown date (B)(6) 2016. The patient underwent an open capsular release and manipulation of the joint on (B)(6) 2017 due to stiffness and a loss of range of motion (extension contracture). After cpm use, the patient reported rom reverted to pre-intervention status. A third manipulation was performed closed under anesthesia on (B)(6) 2019. Despite medical and surgical interventions, the patient continues to experience difficulty with stiffness and range of motion without relief. No product has been exchanged to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following device history record (DHR) was reviewed and no discrepancies were found. Reported event was confirmed by review of radiographs and medical records. Medical records were provided and review of the available records identified the following: (B)(6) 2017: patient reports ongoing difficulties with stiffness since radial head replacement. No obvious swelling or deformity noted, rom 80- 110 flexion, 30 arc of prosupination, neuro exam intact. X-ray review: no abnormalities noted. Plan for surgical intervention. (B)(6) 2017: patient reports having difficulty maintaining rom achieved from manipulation (50 arc, 90 flexion, 30 supination), neuro exam normal. Seeing pt multiple times throughout the week. (B)(6) -2017: no issues with the wound, has been performing rom exercises and dynamic splinting, pain controlled, not taking narcotics. Rom 30- 90 flexion. Local anesthetic provided for exam and manipulation. X-rays reviewed and showed no new complications, suture anchor in place. (B)(6) -2017: still has the restriction of motion but appears to be somewhat improving with pt, 40 extension with arc of motion 60. Ongoing pt, return in 6 weeks. (B)(6) -201: patient fitted with brace to improve rom. Rom 30 extension, 3- 100 flexion, plan for continued therapy. From hand center nevada, (B)(6) 2017, patient reports continued stiffness particularly in flexion, regained most of his extension, cannot reach his mouth with his left arm due to stiffness. Rom 20-90, 70 pronation, 40 supination. Spasticity of the triceps with several beats of clonus when attempting to flex. Dec 2018 arthroscopic surgery to again remove scar tissue and possible bone fragments as well as capsule release, again able to extend and flex perfectly while under anesthesia, placed on cpm postop to improve rom. Placed on cpm follow (B)(6) -2018 surgery for 2 weeks, rom improved to 115 flexion and 15 extension. From (B)(6) 2019, left elbow examination under regional block with manipulation due to left elbow contracture. Elbow brought to full extension until adhesions were felt to lyse and release, able to achieve full extension, flexion to 145, full pronation and supination to 80, cortisone injections provided, procedure completed without complication (no product exchange). From(B)(6) 2019, rom 10-85, placed in a hinged brace, will follow up in 4 weeks. Patient states in summary that after this manipulation, rom reverted back to pre-op status, now seeking another specialist (#6) to review case. Radiographs were provided abd review of the available records identified the following: ap view of (B)(6) 17 demonstrates a cemented radial head replacement and a suture anchor at the lateral epicondyle of the humerus. In this single view, alignment is maintained. Ap and lateral views dated(B)(6) 17 demonstrate osseous remodeling of the proximal radius near the radial implant stem. The stem is not aligned with the cement or the central canal of the proximal radius. Lucency is present at the most proximal bone-metal interface, which may be normal, but this could be confirmed by comparison with earlier images. A small amount of ossification is present anterior to the distal humerus and possibly within the joint space, representing either a coronoid fracture fragment or heterotopic ossification. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.